Event description:
It was reported, the physician noticed a blood leak from the hemostasis valve right after insertion of the sheath. The ablation catheter was then inserted and the catheter was repositioned multiple times, yet blood continued to leak from the valve. The sheath was exchanged for another from the same model and the case continued. There were no reported consequences to the pt.

Manufacturer narrative:
The device was not returned for evaluation. However, review of the device history record confirmed, this lot met manufacturing requirements prior to shipment. The cause for the reported leak remains unk. The st. Jude medical instructions for use (IFU) state that the catheter must be withdrawn slowly to prevent leaks from occurring. Date report submitted to FDA by the MFR: (B) (4). Date initial reporter provided the info to the MFR: (B) (4). Expiration date is estimated. Only the month/year is known.